Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported the ventilator did pass extended self tests (est). The customer was advised to run est, short self tests (sst), calibrations, and performance verification tests (pvt) and run unit for 48 hours on a test lung. The customer reported that he did not receive any recurring error codes and the ventilator was returned to service. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable during patient use. Although requested, the customer did not provide information on patient outcome.